Event description:
It was reported by the customer that a pyxis anesthesia es system stops responding during procedures. The customer added that this has caused delays but no harm to patients. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hardware test application showed no errors or warning messages. The device was monitored for several days, the malfunction did not reoccur. The system functioned as intended.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined by the field service engineer that there was no hardware issue associated with the device and asked technical support specialist to investigate this. The technical support specialist dialed into the station and confirmed that the device was working normally. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was freezing frequently and required reboot, causing delay in cases. There were no adverse events or injuries reported based on this incident.